Manufacturer narrative:
Upon visual inspection, the device was found to have widespread internal debris. The device was discarded by the manufacturer.

Event description:
It was reported that during testing conducted at the manufacturer facility, the cordless driver high speed bur attachment was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.